Event description:
Balloon was placed in target lesion at the mid right coronary artery, inflated, and deflated. Upon 2nd inflation at 12 atm, the balloon burst with a jetstream leak and resulted in a dissection of the artery. The instructions for use state the balloon pressure should not exceed the rated burst pressure of 8 atm. The vessel was successfully repaired by tacking the dissection with 3 1/2 stents (2 full 2nd and 3rd co stents, 1 full stent and 1/2 of a 2nd co's stent that had been cut in 2). The procedure was finished with no further pt complications.